Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable plug was damaged and could not be used to charge the pump. Reportedly, customer resumed charging with another tandem cable. Customer's blood glucose was 329 mg/dl.